Event description:
Per the clinic, the patient experienced a facial nerve stimulation which was resolved with deactivating 6 electrodes. The device was explanted on (B)(6) 2025 due to a decrease in speech perception and electrode extrusion. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.